Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the backlight was out on the display, however the display was found to be defective with the lower menu not legible. Analysis also found the upper and lower cases and one side bail cover were broken, the ring cover contaminated, the battery contacts compressed and the ring bent. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the liquid crystal display back light was out on the external pulse generator. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the liquid crystal display back light was out on the external pulse generator. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.